Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urgency frequency. The advanced evaluation began (B)(6) 2021. It was reported that when taking off their top the patient had seen a wire and thinks they may have pulled out their leads.